Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. Two weeks later, a revision surgery was performed a hole in the reservoir was confirmed. The pump was removed and replaced and a new reservoir was implanted. The original reservoir was left inside the patient. No patient complications were reported.